Manufacturer narrative:
(B)(4).

Event description:
It was reported that "piece of grasper broken and fell into abdominal cavity during procedure". Additional information received on december 15, 2025, states that the surgeon used a laparoscopic dissecting grasper to remove the broken piece." The user reports "no harm to patient" and "patient was discharged home with no issues."

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "visual, dimensional, and/or functional testing: the quality department received the returned device. The device was in a plastic bag with the outer "disinfection tag". One of the jaws broke from device, and the broken jaw was placed in plastic container. The other jaw still attached to device with debri. All other components were intact. The device was able to function to lock and release. DHR review results: the DHR was reviewed. All operations and documentation were completed, and no problems were found. The device was manufactured on april 28, 2025. Root cause: the thickness of the broken jaw is different from the intact jaw. The intact jaw is thicker than the broke jaw from device. This process occurred at our edm cut process. The edm cut process is an outside service operation. The keyence program only measures the base thickness of the jaw, instead of upper part the jaw. This could be the reason for a broken jaw due to the thickness and bad jaw was not caught in sample inspection. Corrective actions implemented: the keyence program was updated to check the entire length of the jaw. Machine shop made another fixture for part. This will allow the part to fit on keyence machine for measurements." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "piece of grasper broken and fell into abdominal cavity during procedure". Additional information received on december 15, 2025, states that the surgeon used a laparoscopic dissecting grasper to remove the broken piece." The user reports "no harm to patient" and "patient was discharged home with no issues."